Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during a bile duct stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was unable to be deflated. After trying several times, the balloon was finally able to deflate, but despite this, it was still difficult to manipulate the balloon and perform fluoroscopy/contrast imaging. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Block h6: problem code a1401 captures the reportable event of balloon failed to deflate. Block h10: investigation result visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. The balloon was returned completely deflated. No damage was found on the catheter of the device. Functional analysis was performed and the balloon did inflate and deflate well. Dimensional examination of the catheter was performed and was measured in three sections; distal, medium and proximal. The three sections were within specification. Based on the available information and that the complaint device was able to deflate well, the most probable root cause for this complaint cannot be detected.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during a bile duct stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was unable to be deflated. After trying several times, the balloon was finally able to deflate, but despite this, it was still difficult to manipulate the balloon and perform fluoroscopy/contrast imaging. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.